Manufacturer narrative:
It appears the device will not be returned, so no returned product analysis will be available.

Event description:
It was reported during a coronary stent procedure, that there was deflation difficulty. The physician initially tried the balloon catheter and it would not cross. Difficulty was encountered rewrapping the balloon, and the shaft appeared accordioned or jammed. It was then attempted to post dilate with the rewrapped balloon, and deflation difficulty was noted. The balloon eventually deflated and was successfully removed. No pt injuries or complications occurred.